Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 229 mg/dl, 44 mg/dl, 220 mg/dl, 244 mg/dl. Tests were done within < 10 minutes with a difference of 53%. Customer cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.